Manufacturer narrative:
Correction: as part of the physician monitoring activities that were reported in the initial report, the physician requested the patient's sensor be recalibrated via the zed website. The cm mean was increased by 37 mmhg. There is no further information to indicate that a rhc or an echo has occurred for this patient.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. Sensor may be recalibrated via right heart catheterization at a later date. No additional information is available at this time.